Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The previous aus had a hole, the location of the hole is unknown. All components were removed and replaced. The patient had a good outcome.